Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was sluggish. A technical support specialist reviewed the logs on one station as a sample, along with the server logs. If the issue was only affecting customer facility, it may be related to network. For comparison, logs from lakewood ranch medical center, which shares the same server, were checked. The servers transaction times averaged 100-150 ms, consistent with your facility and considered normal. If future events occur where performance was slow or sluggish, may need to reach out to information technology for further investigation. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis stations were sluggish across almost all stations. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.